Manufacturer narrative:
(B)(4). One amplatz guidewire was returned. During product analysis, the corewire was broken approximately seven cm from the distal tip and the coil was unraveled. The reported complaint of coil unraveled is confirmed. An investigation to address this problem is in progress. Based on the condition of the returned device, engineers determined that the evidence gathered through investigation determines that the most probable cause is manufacturing deficiency; since there were problems traced to manufacturing process.

Event description:
It was reported to boston scientific corporation that a amplatz was used during a retrograde intrarenal surgery (rirs) procedure performed on (B)(6) 2022. During the procedure, the coil loosens. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation results: the corewire was broken approximately seven cm from the distal tip.